Manufacturer narrative:
The patient's sample was provided for investigation. The investigation confirmed the customer's elecsys ft4 result. The observed differences in ft4 values generated with the roche assay, beckman assay, and abbott assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft4 iii assay results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The initial results were not reported outside the laboratory. Further testing was performed due to the patient's results not matching the clinical picture. The patient's sample was sent to another laboratory for confirmation testing on a beckman dxi analyzer. Also on the e 801 module, the customer performed heterophilic blocking tube testing on the patient¿s sample to verify any heterophilic interference with the sample. On (B)(6) 2020, the customer performed testing on an abbott alinity with the patient's sample. The results from the abbott alinity were determined correct and reported outside the laboratory. This medwatch is for ft4. Refer to the medwatch with patient identifier (B)(6) for the ft3 assay.